Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: during investigation, the keypad was observed to be peeling and all the keypad button symbols were worn. The keypad was removed and there was contamination found under all the button contacts. The ok button contact spring was observed to be inverted. All the button contacts were misaligned. Unrelated to the original complaint, the battery compartment was observed to be cracked in three different places: left of the bumper pad, above the bumper pad and below the bumper pad. The battery compartment was observed to be chipped. The pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.